Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced shortness of breath (sob). Latitude data was sent for review and indicated that the presenting rhythm showed that the patient was in atrial fibrillation (af) with rate between 90 to 100 and was all intrinsic. The atrial tachy response (atr) mode switch lower rate limit. The clinician decided to have the patient checked and referred for further evaluation. As of this time, this crt-d remains in service. No adverse patient effects were reported.